Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker generator change out. During the procedure, noise was observed while testing the right atrial lead before attaching the new generator. No oversensing was observed with the pacemaker. The right atrial lead was capped and replaced. The patient was stable.